Event description:
It was reported that multiple times the "tubing has been pulled directly out of the cartridge". There was no reported adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.